Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; (B)(4).

Event description:
It was reported that the hcp (health care provider) had been programming a dosing change and in doing so changed the reservoir volume to show the patient¿s parents the estimated refill interval based on a full pump and then changed it back to the current reservoir volume. After that, when the hcp interrogated the pump, the pump showed a low reservoir alarm occurred for today¿s date, but the pump had 13 mls in it. The hcp then changed the reservoir volume to 40 ml, updated the pump, and then immediately changed the reservoir volume back to the current accurate value and updated the pump. This resolved the issue. The patient was doing fine with her therapy. The device system was delivering lioresal.